Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing were performed and passed. Receiver functional testing was performed and passed. ¿try it¿ test and sound test on global communication tool was performed and passed. Case opened for interior inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.